Manufacturer narrative:
A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. No samples returned for evaluation. Patient's age and weight estimated since exact information is not known. DHR review was completed on the lot number provided and no issues were identified. The root cause of this event cannot be determined.

Event description:
It was reported that an anchor fast strap latch door came unlatched while moving a patient. No breakage was observed. They lost the tube and the patient required reintubation. The patient has since died unrelated to the event.